Event description:
1 reported false negative sars result for 1 symptomatic patient (>14 days post onset of symptoms). The customer communicated the result was confirmed positive by molecular (pcr testing). The result was a part of an evaluation study with the hospital group that occurred over the course of multiple weeks. The customer provided 2 lot numbers, it is unknown which was used in this event.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some of the samples utilized in the study were from patients with a symptom onset >14 days. High CT value suggests viral load below lod for sofia. Root cause: could not duplicate with retains. Unable to determine. Low viral load. Source: phone.